Manufacturer narrative:
(B)(4). The device was not returned therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain four of four of peritoneal dialysis therapy. The patient was connected at the time of the event. It was determined that the patient's fill volume was 2500ml and their drain volume was 4026ml. There was no patient injury or medical intervention associated with this event. No additional information is available.